Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported through edwards lifesciences implant patient registry (ipr), approximately 8 years and 4 months post transfemoral tavr (transcatheter aortic valve replacement) procedure with a 23mm sapien 3 valve in the native aortic position, the valve was explanted due to an unknown cause. A 23mm surgical valve was implanted in the aortic position. No additional information is available.